Manufacturer narrative:
Visual inspection: it was bloody residues and build-up of tissue were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the prosa® shuntsystem is permeable. Adjustment test: the prosa® shuntsystem was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The prosa® valve and the progav® 2.0 were operating within acceptable tolerances. Results: first we performed a visual inspection of the prosa® shuntsystem. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The prosa® shuntsystem operates as expected and met all specifications. Finally, we have dismantled the valves. Inside the progav 2.0 valve we have found a slight build-up of substances (likely protein). There were no visible deposits observed inside the prosa valve. Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the opening pressure of both vales were within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a prosa shuntsystem. The reporter suspected an overdrainage. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Hight: 168 cm. Gender: unknown. No further information available.